Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the ascending colon for post polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the scope was in a difficult/twisted position. The clip was passed down the scope but was being placed at a severe angle due to the anatomy and scope position. The clip was able to be closed and deployed, but the bushing would not separate from the capsule. The handle could be articulated and remove the catheter, but no movement occurred. The physician removed the entire clip by avulsing the closed clip from the tissue. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."